Event description:
The customer contacted stryker to report that their device advised no shock while analyzing a patient in ventricular tachycardia. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device advised no shock while analyzing a patient in ventricular tachycardia. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and the reported issue could not be verified or duplicated. No parts were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause of the reported issue could not be determined.